Manufacturer narrative:
Microscopic examination of the returned implant revealed markings on the external threads of the implant, likely caused by a clamping instrument during removal of the driver from the implant. The internal feature of the implant was severely deformed, although it's uncertain what caused this. There was very minor deformation of the lobes where the driver engages the implant. This is expected with normal use. Microscopic examination of the returned driver revealed severe deformation of the type-1 shank at the end where it fits into a handpiece/adapter. The deformation was more substantial in the counter-clockwise direction and was more than seen in typical use. There were markings on the shaft likely caused by a clamping instrument during removal of the driver from the implant. There was a small amount of residue on the lobe region, which is a normal finding. There was a surface finish difference on the driver where it engages the implant, which is expected from contact between two metal components. It is likely the intended friction fit between the driver and implant in combination with an excessive axial pressure applied by the clinician resulted in a high retention force making driver removal difficult. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. The lot number of the device at issue is not available; therefore, the manufacture date of the device is unknown. (B)(4).

Event description:
The complainant reported that the clinician attempted to place the implant in a patient (age and gender unknown), but the implant driver became stuck to the implant (fdi dental site unknown). There was no indication from the complainant of any adverse effect to the patient as a result of the reported product problem.